Event description:
A customer complained that higher than expected vitros phyt results were obtained from a vitros tdm pv iii fluid using two different vitros phyt slide lots on a vitros 5,1 fs chemistry system. Vitros phyt slide lot 2614-0152-0411: vitros tdm pv l3673 results: 134.6, 137.6, 136.2, and 134.6 umol/l vs expected 111.25 umol/l. Vitros phyt slide lot 2614-0152-9507: vitros tdm pv l3673 results: 134.5 umol/l vs expected 111.25 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. While there was no report of affected patient samples, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected (B)(4).

Manufacturer narrative:
The investigation confirmed that higher than expected vitros phyt results were obtained from a vitros tdm pv iii fluid using two different vitros phyt slide lots on a vitros 5,1 fs chemistry system. The assignable cause of the event is an instrument related issue. Vitros phyt within-run precision testing was outside of acceptable guidelines using two different vitros phyt slide lots. Acceptable performance was obtained following service actions. The investigation ruled out a reagent issue as a possible contributing factor.